Manufacturer narrative:
H3: product analysis #(B)(4): product: 4360113, lot: rs19l015 visual and functional examination confirmed that the locking mechanism on the instrument did not fully engage due to being damaged/worn. The root cause of the damage can not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via a manufacturer representative regarding a instruments used for spinal therapy. It was reported that, during inspection of instrumentation in sterile processing, the tip of the driver was found to be stripped, the lock mechanism of the inserter was not fully engaging as expected, the tip of the removal tool was bent, and the plastic coating on the tray was starting to warp and crack. There was no patient involvement reported. There were no further complications reported regarding the event.